Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2012. The pt's anatomical form was suitable for endovascular repair. The proximal neck was almost straight and its diameter was 25 mm - 26 mm. The physician attempted to remove the proximal trigger wire, but failed. He then performed the steps stated on the package insert (same as IFU), but failed. He finally could remove it by following trigger-wire release troubleshooting instructions in the IFU. The procedure was completed without any endoleaks. The pt did not experience any adverse effects due to this event.

Manufacturer narrative:
(B)(4). Trigger wire removal difficulties are listed in the instructions for use. Event is still under investigation.